Event description:
It was reported that customer pump experienced malfunction alarm identified in device history, though specific blood glucose values related to event were not available. There was no reported impact to the customer¿s blood glucose level. Customer was provided replacement pump, original device was scheduled for return to distributor for evaluation, and no additional information was received regarding the outcome of event.